Event description:
The patient developed a contusion/ecchymosis over the ICD after running into an object. The area did not heal well, and two months later, the area opened up and a small portion of the ICD was visible. The patient was admitted to the hospital for a deep incisional surgical site infection. The wound exhibited mild purulent drainage. The patient received intravenous (IV) antibiotics, and the entire ICD system was removed (including competitor ra lead). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).